Event description:
During follow-up, it was observed that the device failed to deliver high voltage therapy due to incorrect interpretation of the arrhythmia. Device replacement was anticipated to resolve the event. The patient was stable and there were no adverse consequences. Additional information was requested but was not available.